Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during the intraocular lens (iol) implantation surgery, the back haptic tore upon insertion, it entered the eye and was removed during the same procedure.